Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported failure to advance was due to the user technique. Lastly, the reported perforation was a cascading effect of the reported failure to advance. The reported patient effect of perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) (90913u137) was inserted; however, the tip of the sgc bent over and became kinked, which resulted in the sgc being unable to advance. The sgc was removed and replaced with an additional sgc (90916u129), which was also unable to advance. Angiography of the veins then showed that a neighboring vein of the femoral vein had been punctured by the syringe and the super stiff guidewire, causing the sgc¿s to be advanced into the vein and perforating the vein. The procedure was discontinued, and mr remained at a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.